Manufacturer narrative:
Returned device analysis did not confirm the reported gripper actuation issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the single gripper actuation issue could not be determined. Additionally, the steerable sleeve shaft was observed to be bent. However, this was a result of the way the device was packaged and shipped post procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and grasping was performed. However, it was observed the posterior gripper was not lowering. The clip was retracted into the left atrium (la) and troubleshooting was performed. The posterior gripper was still unable to lower; therefore, the clip was removed and replaced. One clip was deployed on the mitral valve, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.